Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and performed bicarbonate buffer test dop 114-830. Sensor passed per specification with accurate readings. Also found sensor's cannula bent unable to confirm customer received sensor ins aid condition due to customer returned opened/used.

Event description:
It was reported that the customer had high blood glucose levels of 400 mg/dl. The customer reported receiving an alert that her sensor glucose was 60 mg/dl so she treated with insulin. It was reported that the actual blood glucose levels were in the normal blood glucose range. The customer also reported that the sensor was bent. No additional information was provided.